Event description:
It was reported that during the implant process, coronary sinus dissection was noted and attributed to the left ventricular lead. The lead was successfully removed to complete the procedure. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event was "coronary sinus dissection". As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.